Event description:
Health professional reported the explant and replacement of a port due to an alleged port leak. Add'l info received from the health professional noted the nurse practioner at the physician's office performed an upper gastrointestinal series with barium swallow and fluoroscopy. The testings showed that the "band was wide open despite having a fill." The physician then attempted to withdraw fluid from the band, but was unable to withdraw anything. The physician added that there should have been about 8 - 10 cc in the band at the time.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."